Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, the patient was pre-operatively diagnosed with, recurrent herniated nuclear pulposus l5-s1. Status post laminectomy, discectomy l5-s1. Low back pain and left leg pain and underwent the following procedures. Redo laminectomy, discectomy l5-s1. Harvest local bone graft. Lateral transverse process fusion l5-s1. Posterior lumbar interbody fusion l5-s1. Placement of peek cage l5-s1. Segmental fixation l5-s1 using the instrumentation. As per op-notes, ¿..this was mixed with one medium package of rhbmp-2. Bone was placed on the transverse process of l5-s1, particularly on the right with rhbmp-2. A 26 mm in length cage was filled with rhbmp-2. This was felt to be a large amount of peek and good distraction." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.